Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-test the balloons burst when inflating. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation summary: three unused samples 10009163-004 8mm deht blu suctionaid sub-assy 1/ea* were returned for investigation without their original packaging. Under visual inspection we noticed that cuffs are burst as described by customer. During manufacturing process each device is inflation tested. During this inflation test cuff is fully inflated and after 12 hours it was deflated. Due to fact that each device is inflation tested prior release to market it is the most probable that inflation system was overinflated by customer prior to use. No trend of similar customer complaints was identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.